Event description:
It was reported that the patient has experience swelling and redness of the implant site due to infection. The implanted device was explanted to resolve the event. The patient was in stable condition.